Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was no fixation tape which should be included with the non invasive patient tracker. The issue was resolved by using spare tape. There was no patient involvement.

Manufacturer narrative:
H3/h6: the non-invasive patient tracker was returned and analyzed. Analysis found that the tracker was returned without the original packaging. The tracker did not have the adhesive tape but it was unable to be confirmed if it was missing in the package. The tracker did not track when connected to a known, good system. Codes b01, c02, and d02 are applicable. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.